Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Home health nurse was at pt's home for infusion, while infusing curlin pump {serial: (B)(6) maintenance due: 04/2025) is stuck at step 2 for 5 hours (first 3 steps should have been done in 45 mins), she didn't pool the medication and she was just done with vial 1(5 mg vial), almost 2 vials of 20 mg left for infusion. Did trouble shoot with her, didn't help and she was sure there was some issue with pump, advised to complete infusion with gravity. At time of report unknown if gravity infusion was successful/completed. Pharmacy replacing pump. Pump return box also being sent for pt to return pump associated with event. No adverse event reported due to product issue. No further info. Reported to (B)(6) by health professional.